Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated during routine follow-up in clinic. Chest x-ray was performed and it was noted that the device has migrated towards the back of the patient. Device was interrogated successfully after identifying the migration site and sensing was reprogrammed to regain normal function. Patient was stable and will continue to be monitored.